Event description:
Boston scientific received information that during the implant procedure this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise on the right ventricular (rv) channel along with loss of capture (loc) and pace lead impedances of greater than 2,000 ohms. The lead had tested normal through the pacing system analyzer (psa). The connections were disconnected and reconnected and eventually the lead was successfully attached. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.